Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were doing well with their output of urine until yesterday. Patient stated for the first two days they couldn't go at all and had to use a catheter. Patient also stated they had the urge to go but when they went to the restroom no urine came out and they had to turn on the water faucet to make the urine come out and it was like that this morning as well. Patient confirmed they had not made any adjustments so far. Reviewed therapy information. The patient was redirected to their healthcare provider (hcp) to further address the issue. They were scheduled to follow-up with hcp on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.